Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and non calcified left upper arm. The sterling 5.0x20mm balloon was advanced to the lesion and rupture on the first inflation at 6atm. The procedure was completed with another unspecified device. No patient complications were reported. The patient status is "good."

Event description:
It was further reported that the balloon was inflated for 15 seconds. The procedure was completed with another sterling balloon catheter.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the complaint device was not returned for analysis. Therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited by anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).